Event description:
It was reported that during a generator changeout procedure, the ventricular lead exhibited loss of sensing and loss of capture. The patient had previously experienced syncope and passed out. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).